Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. It was reported that the patient had wires sticking out of their back. The patient stated that from the beginning there was one area where it felt like the scab never went away and just kept getting worse. They reported that this weekend, their daughter noticed a quarter inch of wire or something black sticking out of their skin. The patient reported that there were other bumps and their daughter could tell that ¿there were several (bumps) were they (parts of wire) were about to come out of them (bumps).¿ the patient stated that the spot where they saw the wire sticking out was where the ins was. The caller was redirected to follow-up with a healthcare professional. No further complications were reported. Follow-up was conducted.